Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the issue when the unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was in decent condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported they kept getting the activation has halted message when firing monopolar energy. The tse reviewed the logs and found multiple c-34 errors. Prior to contacting tse, the customer replaced instrument and power cord. Customer also power cycled the erbe generator and issue persisted. The tse had customer hard power cycle the erbe, and issue remained. The tse walked them through hooking up the force triad generator. They were continuing the case using the 3rd party generator. The customer was not using a computed tomography (CT) scan or another generator that could possibly cause the error. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prostatectomy surgical procedure was performed on (B)(6) 2024. The system functionality was checked upon powering on the system and the system initially powered on without errors.

Event description:
Refer to h11 for follow-up information.